Event description:
Initial rptr indicated that he was sending back a serial cable because "the cord was causing intermittent communication." He knew it was the serial cable because his worked with the system but the physician's did not. A malfunction is suspected against the serial cable. The serial cable is at manufacture pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.